Event description:
The customer reported that after one hour of use during a hysterectomy, the device could no longer be opened. There was no patient injury. Additional questions have been asked but no further information has been provided at this point.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.